Event description:
It was reported that the patient presented to the emergency room experiencing chest pain, shortness of breath and dizziness. The right atrial lead exhibited loss of capture; x-ray confirmed the lead was dislodged. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.